Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 MDR's filed for the same event (reference 1825034-2014-08297 & 08579 / 08580).

Event description:
It was reported that the patient underwent a comprehensive reverse shoulder arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2011 due to a fractured humeral tray trunion. The patient underwent a second revision procedure on (B)(6) 2014 due to a fractured humeral tray trunion. During the procedure, the trunion would not disengage from the stem and the stem could not be removed from the patient's humerus. The humerus was split in order to complete the procedure. The stem, tray and bearing were removed and replaced. A delay greater than 30 minutes occurred.

Manufacturer narrative:
This follow-up report is being filed to relay that the revision procedure that took place on (B)(6) 2011 was previously reported on manufacturer report number 1825034-2011-00142.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: " loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity. "

Event description:
It was reported patient underwent a comprehensive reverse shoulder arthroplasty on an unknown date. Subsequently, the patient was revised in 2012 due to a fractured humeral tray trunion. The patient underwent a second revision procedure on (B)(6) 2014 due to a fractured humeral tray trunion. The stem, tray and bearing were removed and replaced.